Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button domes witch. The lcd board was inspected and no anomaly was noted during testing. Analysis was unable to verify for low battery alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement due to no act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had depleted battery life. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.